Event description:
A month after undergoing a pfo closure, the patient presented for follow up tee, feeling fine without complications to suggest recurrent stroke or transient ischemic attack. The patient reported faithful adherence to patient's medication regimen. The tee showed good device placement and no residual leakage, but two 3mm masses were thought to represent very small thrombi adherent to the left atrial surface of the device.